Manufacturer narrative:
No patient impacted. Evaluation is pending upon completed investigation of the product.

Event description:
The sales representative reported that when he was received a shipment of items to restock, he noted that the closure top was broken off on the lip of helical flange. This malfunction has resulted in an adverse event in the past.